Event description:
During a left heart catheterization procedure, air was introduced into the manifold of a convenience kit. The hospital believes that it was due to a "stripped fitting' on a stopcock attached to the manifold. The procedure was stopped immediately, and steps were taken to insure that air did not get into the patient. There were no patient complications. The device used in the reported incident was disposed off by the hospital.

Manufacturer narrative:
As no lot number was provided by the end user, a shipping history report was generated for the reported device in order to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. The device history records for the lots obtained through the ship history report were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the navilyst medical (B)(4) 2010 complaint report did not reveal any adverse trends regarding the reported product family and failure mode. As the original devices had been discarded , an unused manifold/tubing assembly was returned by the hospital. As received, all connected components were attached as per the specification drawing, and were securely attached. The components were leak tested with both compressed air and with water. No leakage occurred. Dimensional measurements were taken of all fittings and they were found to be within specification. The directions for use packaged with the device include the following instructions: "ensure that you are making secure connections when using this device to prevent the introduction of air into the system. All connections should be finger tightened. Over tightening can cause cracks and leaks to occur. Examine product carefully for entrapped air and fully debubble prior to injection. Do not use if package is opened or damaged." Manufacturing process controls in place for this product include instructions to firmly connect (but not overtighten) all connections, visual inspection of all components for damage or defects, and leak testing of manifolds and stopcocks. Although the exact root cause was unable to be determined, based on the investigation conducted this event it not believed to be the result of a manufacturing-related defect. (B)(4).